Event description:
Event description guidant received information that during an implant procedure, this lead was unable to obtain capture despite ideal sensing measurements. The impedance measurement was 3000 ohms.